Event description:
It was reported that an unspecified malfunction alarm occurred. As a result, customer's blood glucose (bg) increased to 440 mg/dl with an unspecified level of ketones and subsequently, the customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and released from the ER 6 hours later with the issue resolved and no permanent damage. Reportedly, customer was able to reset the pump and continued to use the pump for insulin therapy, but also confirmed an alternate form of insulin therapy is available.